Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was being prepared for implant with an impella device for mechanical circulatory support. It was noted that the soft touch buttons on the automated impella controller (aic) were "stuck" and not responding. There was no patient involved.

Manufacturer narrative:
The investigation of automated impella controller (aic) - display issue has been completed. The first log entries indicating "imc-kbd error: 0xa1 0x00 0x" appeared, which suggests the issue occurs when the console screen is touched outside the soft touch button pads. After this, the case was paused, and the aic was not rebooted again. The console was tested upon arrival at field service. After performing 200 power cycles, the failure could not be reproduced. No damage was found to the keyboard or the keyboard- 4in1 cable. The root cause for the intermittent keyboard communication issue could not be determined due to the inability to reproduce. A.1 and a.3 information was added as it was inadvertently omitted from the initial manufacturer device report number. B.3 revised date of event as it was reported incorrectly on initial manufacturer device report number. D.2 revised common device name since the initial manufacturer device report number was submitted in accordance with updated procedures. D.4 revised catalog number as it was previously entered incorrectly on the initial manufacturer device report number. E.1 revised us phone number as it was previously entered incorrectly on the initial manufacturer device report number.